Event description:
Pt was being transferred to the surgical intensive care unit. The pt was being administered multiple vaso-active drugs via the IV pump. The pump stopped pumping due to a depleted battery which caused the pt's vital signs to become unstable for a period of time after the IV pump was replaced. A study was performed to determine the run time of this pump with all four channels operating at 125 ml per hr. The specifications call for the unit to operate for 3.5 hrs before alarming low battery. It then continues to operate 30 mins in alarm condition and after 30 mins stops pumping. This device, when tested, operated for only 34 mins before turning off without alarming. The batteries were tested, found to have a low capacity, and replaced. The new batteries powered the device for 3 hrs before turning off. The MFR came on site to repeat the test and obtained the same results. Further tests were conducted at random on two other pumpssame model. Both failed in 30 mins. All the batteries, which were from the same MFR lot number, were replaced during an upgrade in march. New batteries were ordered for all 50 of this model pump and were replaced on 8/30/95. This should resolve the premature low battery shut down problem.